Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 26-jul-2018 with the following findings: the keypad rubber was found to be undamaged. All of the keypad buttons responded appropriately during testing. The keypad cover was removed and no contamination or damage was found to the button contacts. The complaint of a keypad button response issue was not duplicated during investigation. The pump cover was removed and moisture corrosion was found to the watchdog chip and the keypad connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow and ok keypad buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.